Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: >7.5, lab: 1.4. Patient's target range is 2.5-3.5. Customer was using heparinized cap tube that was meant for use with another product.

Manufacturer narrative:
Investigation pending.